Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The visual inspection revealed that the cable to the expiratory valve coil was pinched and the o2 sensor was not reading. The expiratory valve coil and the o2 sensor were replaced. Calibration and functional tests were performed, the device passed all tests and was returned to customer for clinical use. The o2 sensor is used for monitoring only and does not affect ventilation. The device logs were not received and no parts have been returned for investigation. Therefore, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).